Event description:
The customer reported, the system displayed a communication error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the rtos and gpos. System operates as intended. (B)(4).